Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent was being deployed interaction with the moderately calcified, moderately tortuous and 80% stenosed anatomy resulted in preventing the shaft lumens from moving freely resulting in the stent to jump in a spring like release; thus resulting in the reported malposition of device (jumped significantly and the stent remained partially in the lesion). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous internal carotid artery that is 80% stenosed. The 6-8x40mm acculink stent was deployed; however, during deployment the stent jumped significantly and the stent remained partially in the lesion. An xact stent was used to cover the rest of lesion. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.